Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to an audible alert and chest pain. It was determined that the right ventricular (rv) lead experienced high rv coil impedance. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.